Manufacturer narrative:
Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of manufacture is unknown.

Event description:
A customer reported receiving an error 2 message on her precision xtra blood glucose meter. The customer reported on (B)(6) 2011 at 10:00 pm she "had a spell, was cold and passed out". The customer further stated that she experienced a loss of consciousness and seizure, and that her husband had to take her to a doctor. The customer reported a diagnosis of hypoglycemia, and treatment with byetta (exenatide) injection 5mcg before breakfast and dinner. The byetta was reported as a change to her existing treatment regimen. There was no report of death or permanent injury associated with this case.